Manufacturer narrative:
Date of event: exact date unknown, event occurred last year from date manufacturer was made aware.

Event description:
It was reported that the patient was experiencing extended ipg charging time. The patient underwent a revision procedure wherein the old ipg was replaced with a magnetic resonance imaging (MRI) compatible one. The patient was doing well postoperatively. The explant ipg was discarded per hospital proctocol.